Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on 10/02/2016, that on 10/02/2016, the receiver displayed an error 146. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.